Manufacturer narrative:
The event device has been returned to applied medical for evaluation. A follow-up report will be provided upon completion of the investigation.

Event description:
Procedure performed: "thoracic (c-vats)" event description: "this is a complaint from the market. (B)(4). Please refer to the complaint sheet for investigation. Cannula fragmentation: report from the sales rep the distal end of the cannula was fractured and its fragment(s) fell off inside abdominal wall. Please see the cer check list for the detailed information. Initial investigation report: the event unit was returned to us and visually inspected. The distal end of the cannula was fragmented (fig.1). The two returned material sizes are respectively approx. 9.2 mm×5.0 (fig.2) and 12.6 mm×7.0 mm (fig.3). They matched the missing sections in the cannula. The unit will be returned to amr for further evaluation. (B)(4)." The surgeons and/or nurses found the damage during the case. They found the damage by finding parts during the case. The surgeons removed some of the damaged parts. Intraperitoneal irrigation was performed at the case. This is the first time that this issue has occurred in the same department/specialty at the hospital. The main usage of the damaged trocars was being used as a camera port. Patient status: no patient injury.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation, along with 2 clear fragments. Visual inspection confirmed the complainant's experience of a fractured cannula tip. The two fragments completed the missing portion on the cannula tip. Damage to the balloon near the cannula tip was also noted. Engineering functionally tested the balloon and the balloon was unable to retain air. Based on the condition of the returned unit, it is likely that the tip fracture was caused by force applied at the cannula tip by an instrument. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level. The damage to the balloon is likely a result of the cannula tip fragmentation. Applied medical continuously seeks to improve the form, function and ease of use of its products. As part of this process, applied medical is currently researching possible device and/or process enhancements intended to further minimize the potential for this type of event to occur.